Event description:
The customer observed fluid underneath the beckman coulter act diff instrument while troubleshooting for low out of range recoveries on 4c-es low level cell control. No death or injury is attributed to this event. The customer had not cycled any patient samples yet so there were no patient samples affected by issue and there was no change to patient treatment. The tech who had been operating the instrument was not wearing personal protective equipment when the incident occurred and put on gloves, goggles, and an apron to clean up the spill. The customer reported no mucus membranes or cuts were exposed to the spill and the operator did not seek medical attention. There is a risk management plan at their facility and the customer reviewed the msds. The customer observed no clamps or obstructions to instrument's waste line and did not have time to troubleshoot. She was unable to determine source of leak and requested on site service. The field service representative (fse) found an obstruction in the tubing from the wbc bath, removed the obstruction and adjusted rbc and plt cal factors. The fse confirmed aperture voltage ratio (avr) settings. Controls recovered within range and the system is operating within specifications. The root cause of the leak is attributed to an obstruction in the tubing from the wbc bath. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).